Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. The bending section cover adhesive was missing. The operating part angle fixing part was loose. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a blue vertical noise. No patient injury reported. During the evaluation of the device, it was noted an e216 error (scope communication error/no image) occurred, and the image disappeared at an angle due to a short-circuit in the image sensor cable. This report is to capture the reportable malfunctions of e216 error (scope communication error/no image) occurred due to a short-circuit in the image sensor cable and the image disappeared at an angle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events are unable to be identified; however, the image disappearing at an angle most likely occurred due to a malfunction due to the failure of the image sensor unit. The e216 error most likely occurred due to a failure of the image sensor unit or the video connector. There may also be a problem with the internal board. Olympus will continue to monitor field performance for this device.